Manufacturer narrative:
(B)(4). Batch # t94e91. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No adverse event. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. (B)(4).

Event description:
User facility medwatch form, (B)(4).